Event description:
It was reported that the customer was receiving no delivery alarms. The customer stated that she received no delivery alarms all the time. The customer stated that she had attempted to deliver a bolus and received another no delivery alarm. The customer's blood glucose was 240 mg/dl. Advised customer to treat herself with a manual injection and call back later in order to perform troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.